Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked; there was no moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the battery compartment was cracked from the top of the battery compartment extending towards the pump case seal. A leak test was performed and a battery compartment leak was found. There was corrosion observed in the battery compartment. The pump cover was removed and no moisture was observed in the pump compartment. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading lettering.